Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. On (B)(6), 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, via medwatch (B)(4), "I had a cartiva implant (made by wright medical) surgically inserted into my right big toe on (B)(6) 2018. It was touted to be an effective treatment for halux-rigidus - basically arthritis of the big toe. Since the surgery was performed, the pain has only gotien worse. I can barely walk without extreme discomfort in most shoes. A subsequent MRI has revealed that the implant has created (in the surgeon's words) a stress reaction in the bone."